Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with right eye flap displaced with wrinkles post treatment. A flap lift and rinse was performed. Topical steroids were increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient chief complaint was blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -1.50 x -.50 x 70, left eye pre-op 20/20 -1.75 x .00 x 90.

Manufacturer narrative:
Additional information: additional information: during a post operative exam on (B)(6) 2019, the patient was presented with epithelial ingrowth on the right eye after the wrinkles were reported. The patient¿s chief complaint was of foreign body sensation. A flap lift and rinse were performed. Patient code of (B)(4) for foreign body sensation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.